Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during a novasure endometrial ablation procedure on (B)(6) 2020 the physician called to report an issue with the device failing the cavity integrity assessment (cia) test. The physician attempted to perform troubleshooting steps to ensure a complete cervical seal including vaseline gauze and a second tenaculum to the cervix to obtain a better seal. The cia was attempted again and the test had failed. The physician then performed a hysteroscopy before opening a second disposable device and noted that a uterine perforation was observed at the fundus.